Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: was there any adverse consequence associated with the patient? - no. Was there any change in the patient¿s post-operative care due to the prolonged procedure? - no. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? - no. Did the needle fall into the patient? If yes, was the needle piece(s) retrieved during the same procedure? - yes. Were x-rays taken to locate the needle piece(s)? - no. What measures were taken to retrieve the broken piece? - inspection of the abdominal cavity with the laparoscopic lens and then the needle's pieces were taken with a laparoscopic forcep. Was there any additional tissue damage as a result of searching for the needle piece? - no. Does a piece of the needle remain in the patient¿s tissue? - no. Investigation summary: a photograph was received for evaluation showing a labeled winding former and needle of product code vcp316h. The needles were observed with use, bodily fluids, marks, distorted in the original curvature and broken at the point of the needle. As part of our quality process, manufacturing records for this batch serial number were reviewed and manufacturing standards were met prior to the release of this batch. No conclusion could be reached on the cause of the reported complaint, as the sample was not returned for analysis. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 275 ¿g/m. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a laparoscopy procedure on (B)(6) 2021 and suture was used. During the procedure, at the time of control of the appendicular base, through suture intracorporeal ligation, the needle broke. The surgery was prolonged by 15 minutes and was completed successfully. No adverse patient consequences were reported. Additional information was requested